Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable and adjusted the collimator. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported intermittent iris too large errors. No pt injury was reported.